Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had experienced low blood glucose. Blood glucose reading was 30 mg/dl. Customer had treated with low blood glucose with fluid glucose. Customer was unable to wear sensor because transmitter was broken. Customer wife had called ambulance due to low blood glucose. It was unknown whether auto mode feature was active during reported low blood glucose event. The device will not be returned for analysis.